Manufacturer narrative:
(B)(4). This product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this pacemaker recorded three error codes, which put the device into a safety mode status. This device was then explanted and replaced. This device has been received for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was returned and thoroughly evaluated in the post market quality assurance laboratory. This device was subjected and passed all returned product testing with the exception for the real-time clock. The cause was unable to be established.

Event description:
It was reported that this pacemaker recorded three error codes, which put the device into a safety mode status. This device was then explanted and replaced. This device has been received for analysis. No additional adverse patient effects were reported.